Manufacturer narrative:
(B)(4. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a semi-open unknown surgery, the firing force was higher than expected at the second firing of feea. The firing knob could be pushed all the way, but it was found that the deployed staples were unformed as overlapping at the middle of the staple line. Additional resection and hand suture between jejunum and colon were performed to avoid leak. The case was completed and there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # p55e21. The analysis found that one ntlc75 device was returned with no apparent damage and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.